Event description:
After the spinal procedure was completed, and the surgical staff were moving the patient from the specialty surgical table to the cart, the top half of the table lowered unexpectedly. The patient remained on the platform. The surgical staff lifted the patient up to move the patient on to the cart. There was no harm to the patient. Inspection found t-pins installed incorrectly on the top resulting in the top to fall from the base. The staff has stated that the process they used to assure all t-pins were installed correctly was not followed. Staff was retrained.